Event description:
(B)(4). 2008 ((B)(6)) essure placed. Wt. Gain. Painful periods. 2009 wt. Gain painful periods. Rash on hands. Small fluid filled bumps very itchy followed by peeling skin leaving a burning raw red area. 2010-2011 ((B)(6)) wt gain. Rash continues painful periods continue. Increased gas and bloating. 2012 gas and bloating swelling of right arm and left leg. 2013 ((B)(6)) gas and bloating increased swelling of right arm and left leg swelling of left eye. Diagnosed with gluten intolerance. 2014 ((B)(6)) migraine headaches. Swelling of arms and legs swelling of left eye and face continue. Multiple chemical sensitivity. Unable to use most soaps lotions and shampoo without getting sick. Brain fog. Asthma like episodes. Allergic to almost everything it seems. Can't be around people that use normal products because this causes me to develop a rash / makes it hard to breathe if I get to close. Painful periods continue. Painful intercourse. (B)(6) 2015- painful periods continue. Pain mostly in the lower back and groin area heavy bleeding lasting about 1 to 2 weeks. Swelling episodes worse the week before and weeks of my period. Diagnosed with urticaria and angioedema. Primary care physician believes to be most likely due to allergic reaction to essure implants. Waiting for gynecologist appointment in hopes of getting a hysterectomy soon.